Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw insulin leaking from the luer lock while fill tubing. Reportedly, the luer lock connection to the infusion set was crooked. The customer was able to straighten the luer lock connection. There was no reported impact to the customer's blood glucose level.